Event description:
It was reported that upon opening the package, the nurse noticed the internal plastic packaging was damaged. Upon initial inspection by the manufacturer, the packaging appears to be torn and debris is present in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product and provided photos identified damage to the sterile pouch with debris inside the package consistent with the appearance of foam debris form the foam packaging and the porous coating. Sterility has not been compromised, as the sterile blister is intact. A review of the device history records identified no related deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.